Event description:
It was reported the intraocular lens was explanted several months after implant due to a refractive surprise. Incision was not enlarged to remove the lens. No patient injury occurred.

Manufacturer narrative:
Lens was explanted 2 months after implant and not several as initially reported corrected implant date to (B)(6) 2011. Device evaluation: the returned iol was measured for diopter and was correct as labeled, 18.0 d. The iol met all specifications for optical properties. Our investigation identified no product deficiency, suggesting that this event was not caused by the iol. All pertinent information available to amo has been submitted. Should new information be received that changes the facts and/or conclusion of this report, a supplemental report will be submitted.

Manufacturer narrative:
The lens was received and is currently under evaluation at the manufacturing site. Prior to release to the market the lens met all manufacturing specifications. A review of the manufacturer's implant database shows the original implant of 18.0 diopter was replaced with a 20.0 diopter lens of the same model. All pertinent information available to amo has been submitted. Should new information be received that changes the facts and/or conclusion of this report, a supplemental report will be submitted.